Manufacturer narrative:
The complaint was reported because of the power plugs have small cracks. The product was returned to olympus. Video connecter is cracked, faded serial plate and image is not in center due to loose coupler. The most probable cause of the complaint is d02 - cause traced to component failure. Expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had a loose coupler. There was no patient involvement.